Manufacturer narrative:
.

Event description:
Analysis of the generator was completed on 10/07/2015. The generator end of service condition was the result of normal, expected battery depletion. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that an unknown patient's generator failed to interrogate. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently left off of follow-up MFR. Report #01.

Event description:
The patient underwent generator replacement due to failure to interrogate due to end of service. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the patient is going to undergo surgery in the upcoming months. It was reported that the device was unable to be interrogated due to end of service. Troubleshooting was performed by attempting interrogation a few times and moving the wand around the location of the generator. The handheld was not plugged into an electrical outlet. No known surgical interventions have been performed to date.